Event description:
It was reported that during a coronary artery stenting procedure, stent damage occurred. The lesion was 90% stenosis with calcification and severe tortuousity in mid right coronary artery (mid rca). The physician attempted to place a 3.0x24mm taxus express stent but was unable to cross the lesion. The physician tried several times, but it was the same result. The device was removed from inside the pt, and the physician noticed the stent edge lifted up. The procedure was completed with unknown size taxus stent. The pt status was reported as "good".